Event description:
The following information was received via a user facility medwatch: on (B)(4), 2013. A peritoneal dialysis (pd) patient was admitted to the hospital for wound care. Patient is on continuous cycler peritoneal dialysis. Loss of intravenous (IV) access lead to the use of intraperitoneal antibiotics (vancomycin) to treat sacral. Following multiple doses of medication the patient developed fungal peritonitis on (B)(6) 2014. Patient has history of multiple antibiotic use. Patient's pd catheter was removed on (B)(6) 2014.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigate of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon final review by post market clinical physician and completion of the plant's investigation.